Manufacturer narrative:
MDR 1219913-2016-00035 was filed on february 1, 2016 reporting reproducible (B)(6) on the advia centaur xp hbsagii assay that were (B)(6) by an alternate method. On may 4, 2016 - additional information: siemens received the sample and the sample was tested with two lots of advia centaur hbsagii (109064 and 109070) . The sample was also tested with the advia centaur hbsag confirmatory assay. See the summary of these results below: hbsagii lot 109064 809 index, hbsagii lot 109070 337 index, (B)(6) confirmatory invalid. The sample was treated with a scantabodies hbt tube to potentially block any heterophilic anti-animal antibodies. The hbt blocker formulation is intellectual property of scantibodies(thermo fisher), and therefore the exact blocking scheme cannot be explained. See the summary of these results below: hbsagii lot 109064 1077 index, hbsagii lot 109070 554 index. Analyzing the results collectively there are several interactions which cannot be conclusively determined. The sample when processed with the scantabodies hbt tube and tested with the hbsagii assay indicated a heterophilic interaction. When the sample was tested using (B)(6) confirmatory, rgta (neutralizing antisera) did not neutralize any (B)(6) surface antigen that may be present in the sample.

Manufacturer narrative:
The cause of the (B)(6) advia centaur xp (B)(6) result is unknown. Given the reproducible results for (B)(6) along with the results of the other tests, the issue appears to be sample specific. Siemens has requested the sample for internal testing. The limitations section of the (B)(6) instructions for use (IFU) states: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed, reproducible (B)(6) results on the advia centaur (B)(4) assay that were negative by an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp (B)(6) results.